Event description:
It was reported that within two weeks of implant, the patient presented with difficult and painful deep breathing, and the physician suspected a microperforation. The patient's mother further reported that the patient had been in the emergency room, and also that the patient had been in much pain, that "they got some wire out of place and it has been stabbing [the patient] all this time", that the patient's temperature dropped dangerously low with white blood cell count up, and that there was fluid around the patient's heart. The patient had also thrown up nearly all day, and consequently was given fluid intravenously. The rv (right ventricular) lead was revised and remains in use, and the atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 ICD implanted: (B)(6) 2014. (B)(4).